Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pericardial effusion [pericardial effusion]. Bilateral pleural effusions [pleural effusion]. Whole body reaction [adverse reaction]. Inflammation [inflammation]. Case description: a spontaneous report was received in 2009, from a healthcare provider via the FDA regarding a female pt with a history of arthritis of the knee who experienced bilateral pleural effusion, pericardial effusion, whole body reaction, and inflammation after starting synvisc. The pt received three injections of synvisc into the right knee over a period of three weeks on unspecified dates late in 2008. The pt started to feel "gradually worse" and was hospitalized in serious condition. It was reported that in 2009, she experienced bilateral pleural effusions, pericardial effusion with essentially whole body reaction and inflammation. Treatment included a large dose of prednisone, to which the pt responded quickly. Over the course of six weeks she was weaned off prednisone, and currently feels well. No other information was provided.